Event description:
It was reported that a diagnostic anomaly resulting in a decrease in remaining battery longevity was observed on the device. Additionally, the device interrogation took longer expected. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.